Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat ii generator was used during procedure. According to the complainant, during the procedure, the pump was making a lot of noise when it was activated. The procedure was still able to be completed with this endostat ii generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the unit has some non-msi decals present on cover and chassis, also there is a fair amount of minor scratches present in the same area's. All knobs and switches functioned properly. The unit passed the endostat ii return evaluation procedure and is within all test parameters. The condition of the returned device was not consistent with the complaint of 'noise pump'; the complaint was not confirmed. The unit passed the endostat ii return evaluation procedure and is within all test parameters. The noise the irrigation pump makes when activated was listened to and was the same as other pumps. All connections inside the unit were checked and wires were manipulated while the irrigation was activated and no problems could be found. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat ii generator was used during procedure. According to the complainant, during the procedure, the pump was making a lot of noise when it was activated. The procedure was still able to be completed with this endostat ii generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.